Event description:
A customer contacted baxter for assistance with troubleshooting an alarm, and it was discovered there was a leak in the cassette. Since then, the patient has been able to resume therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a leak was not confirmed, and the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.